Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. The auxiliary water channel and the suction channel: enterobacter cloacae, klebsiella pneumoniae and gram-negative bacteria (the number of microbe is unknown). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope, using peracetic acid. The user facility commented that the reprocessing of the subject device was inadequate. There was no report of infection associated with this report.